Event description:
It was reported that ongoing occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed cartridge only to resolve issue, however, occlusions continued. Ultimately, the customer reverted to an alternate method of insulin therapy.